Event description:
The user facility reported that after cardiopulmonary bypass procedure the packaging for terumo's rx and fx oxygenators are similar and as a result the incorrect oxygenator was pulled off the shelf. The user facility reported that there were no complications and the surgery was completed successfully.

Manufacturer narrative:
Terumo is still investigating this issue and will be submitting a follow-up report when more info becomes available. (B)(4).